Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. Procedure went well until the wire got stuck during procedure. In addition, spline inversion happened but the issue was solved performing recommended troubleshooting. Device replacement solved the stuck guidewire issue. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. Procedure went well until the wire got stuck during procedure. In addition, spline inversion happened but the issue was solved performing recommended troubleshooting. Device replacement solved the stuck guidewire issue. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, during which they found one spline inverted and the guidewire was still inserted through the catheter. The guidewire was removed without issue, and a new guidewire was inserted successfully. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Although when they were testing the catheter one of the splines did appear to be inverted. Based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The non-boston scientific guidewire showed damage, however, the catheter functioned as expected with intact portions of the same guidewire. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.